Event description:
It was reported that the lead was prophylactically capped and partially returned. There was no known issue prior to explant. However, after explant, exposed cables were seen in 2 areas.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 10.7-13.0cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found at 26.5-28.0cm from the distal tip. The etfe coating was intact at these locations.